Manufacturer narrative:
One spline® implant system abutment was returned for inspection with an attached screw. Both components are heavily worn. The drive feature of the screw is similarly worn, but functional. The tines of the abutment also contain unknown debris. Product was functionally tested. The screw would not disengage with the abutment, and appears to be seized. Complaint is therefore confirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Complaint indicates the screw would not disengage with the abutment. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. UDI: (B)(4). Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
Doctor stated that when placing the abutment into the implant with the screw, the screw was stuck and could not turn. Therefore, the abutment and screw could not be placed. However, another abutment and screw was placed in the same surgery.